Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's husband reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose was 42 mg/dl. The customer treated with (B)(6) and cheese crackers. The customer's husband stated that his wife went for training a few weeks ago, and had issues with 2 sensors. The husband stated that his wife had low blood glucose readings the other day and tried to open a sensor and the needle popped out. The customer will be sent replacement sensors.